Event description:
The user facility reported that when the patient removed the cap to do their injection, the needle broke. The distributor provided the information that his customer is part of a research organization and it was reported during clinical trials.

Manufacturer narrative:
The involved device was not returned for evaluation, which limits the failure investigation. The investigation was based upon assessment of user facility information and evaluation of reserve samples from the reported lot. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. A simulation test was performed on a retention sample. The needle was securely attached onto the syringe and removed the protector in a straight manner. No damaged needle tip and no breakage on the needle were noted. A review of the device history records and inspection records indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the cause for the reported break cannot be definitively determined based upon the available information and simulation testing, normal attachment and handling of the needle mitigates broken needles. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).